Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not delivering insulin to the customer. Customer¿s blood glucose (bg) level was 272 mg/dl. At the time of the report, contact declined to perform pump system check with tandem technical support. Reportedly, correction boluses via the pump or manual injections were used to address for bg level. Reportedly, customer had manual injection supplies available for alternate insulin therapy.